Event description:
Medsun received concerning an incident where ICU medical mfg z3456 13" multifuse smallbore ext. Set device set was in use. The medsun report states "pt was in septic shock and required multiple medications. Point of care glucose (poc) was done at 1800 with an abnormally low level. The pt's nurse repeated the poc glucose at 2030 resulting in a glucose of 42. The neonatal nurse practitioner was notified and poc glucose was checked at 2130 resulting in 34. IV lines were checked for occlusion or leaks. The nurse found the pt's sheets to be wet with what appeared to be the hyperal solution". There were no reported adverse pt consequences. Device return: one (1) used z3456 multifuse smallbore ext set was returned. (B)(4).

Manufacturer narrative:
Visual analysis (pre and post decontamination) was performed. The report recorded residual orange colored fluids/lipids in the sets lines/filter components. Further visual analysis recorded various component damages/coring to the sets y-clave connector and the yellow-ring microclave connector. The returned z3456 device set was tested per the applicable product spec. The results recorded leakage originating from the sets yellow ring microclave. The engineering report noted the z3456 sets microclave silicone seal was released or "stuck down" and that the sets y-clave connector silicone seal was cored/damaged. Add'l engineering analysis: the z3456 components were disassembled and evaluated. The results recorded various internal component damages typical of access with an incompatible mating device. Findings: engineering analysis of the returned z3456 ext. Set confirmed the reported leakage. The root cause(s) were attributable to component damages that occurred as a result of usage/ access with an incompatible matting device. This complaint investigation report findings and relevant photographs were provided to the facility contact for their review and records.